Event description:
It was reported that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) and issued a red alert in the remote monitoring system for a high, out of range pacing impedance (greater than 2,000 ohms), steadily increasing shock impedance, and high capture thresholds. An x-ray image confirmed lead dislodgement and the patient was schedule for surgical intervention in the near future. Additional information was received that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) device where explanted, and replaced. No additional adverse patient effects were reported, besides surgical intervention. The device and lead are expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The complete lead was returned. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high impedance, high capture thresholds or dislodgement.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) and issued a red alert in the remote monitoring system for a high, out of range pacing impedance (greater than 2,000 ohms), steadily increasing shock impedance, and high capture thresholds. An x-ray image confirmed lead dislodgement and the patient was schedule for surgical intervention in the near future. Additional information was received that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) device where explanted, and replaced. No additional adverse patient effects were reported, besides surgical intervention. The device and lead are expected to be returned for analysis.